Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during a one step technique the surgeon was unable to slide the plate over end of screw when the screw was in place. It was then reported that the screw was exchanged and the surgeon was able to use second screw which prolonged the surgery 15 minutes. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device used for treatment not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. Placeholder.